Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. There was no reported impact to the customer¿s blood glucose. Although requested by tandem technical support, the customer declined troubleshooting. Reportedly, the customer continued to use the pump for insulin therapy.